Event description:
A malfunction was reported by the caller, identified as malfunction 199 on the tandem pump. There was no adverse impact to the customer's blood glucose level. In response, customer technical support (cts) arranged for the pump to be replaced, confirming that it was covered by warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Cts provided instructions on how to put the pump into storage mode and clarified the return process using a pre-paid label, which the caller understood and acknowledged.